Manufacturer narrative:
Date of event: estimated as (B)(6) 2021 as july is the month in which the comment was made in the present tense that a clot was found attached to the closure device. Implant date: estimated as (B)(6) 2021 as this date of implant is unknown.

Event description:
It was reported via social media that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. A thrombus was found attached to the closure device on follow up. The patient was placed back on a xarelto drug regimen in response to the thrombosis. The patient had a follow up appointment to further discuss the issue with their physician on (B)(6) 2021.